Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer was instructed to switch to multiple daily insulin injections as backup therapy.